Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper extremity vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 8 few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : mustang 6.0 x 40, 75cm, 24atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 4mm distal of the distal markerband and extending approximately 28mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper extremity vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 8 few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.